Event description:
Related manufacturer reference: 2017865-2018-14834, 2938836-2018-11101. During follow-up, it was suspected that the right ventricular (rv) and left ventricular (lv) leads were dislodged and the device had migrated. No intervention has been performed. Additional information was requested but has not been received.

Manufacturer narrative:
Additional information: correction: upon review, the ICD should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating that the ICD did not migrate and was not involved in the event.